Manufacturer narrative:
Correction: after additional review, this report is a duplicate report of MFR # 3006948883-2020-00358. This event has been over-reported.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked past the needle during the infusion, causing redness and swelling on the skin around the localized area. The following information was provided by the initial reporter, translated from chinese to english: "the pregnant woman was admitted to the hospital on (B)(6) 2020 due to 27+6 weeks of menopause and due to frequent fetal movements. Considering fetal asphyxia, she was given intravenous infusion. During the infusion, the indwelling needle was leaking and the local skin was redness and swellness. The indwelling needle should be removed."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked past the needle during the infusion, causing redness and swelling on the skin around the localized area. The following information was provided by the initial reporter, translated from (B)(6) to english: "the pregnant woman was admitted to the hospital on (B)(6) 2020 due to 27+6 weeks of menopause and due to frequent fetal movements. Considering fetal asphyxia, she was given intravenous infusion. During the infusion, the indwelling needle was leaking and the local skin was redness and swellness. The indwelling needle should be removed."